Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 3.8 mmol/l. No significant events were reported and customer stated that the drive support cap was okay. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during displacement test due to partially cracked end cap noted. Unable to verify a33 alarms due to motor error alarms and no unexpected a33 alarms noted. The insulin pump has cracked belt clip slot, minor scratches on the lcd window, cracked case at the lcd window corner, broken reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.